Event description:
Caller reported damage to the pump housing and usb port, impacting the ability to charge the pump, although the pump had not shut down. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, providing a model with updated software and confirming the customer's understanding of the process. The customer was instructed to use multiple daily injections as backup therapy and return the problematic pump within 10 days.